Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump would not deliver insulin from the bolus wizard. The customer's blood glucose was 318 mg/dl at the time of call. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump did not have a battery installed when received. The insulin passed the functional testing including displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement accuracy tests. The bolus wizard functioned properly per bolus wizard sample in the user guide. When using the bolus wizard feature, the blood glucose value of 70 mg/dl and food of 60 grams was entered; estimate details of 3.5 units was recommending by the bolus wizard feature. After completion of the 3.5 units bolus the insulin pump returned to the home screen. There was no bolus wizard anomaly noted also, attempted to press other buttons when using the bolus wizard feature, no unexpected pump screen display noted during out testing. The insulin pump had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip. Per software research and development: reviewed the trace history file and found several instances of unexpected navigation from the bolus screen to the alarm clock and bolus reminder menus. The insulin pump was received without a battery installed which prompted the software to reset upon battery insertion. Following the reset, we have not been able to recreate the reported behavior on the actual unit.